Manufacturer narrative:
The manufacturer was contacted in reference to a simplygo device. The customer alleged burning odor coming from the device. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, pca was found to be burnt. The unit did not start, operation software could not be read and sieves were worn out. No other device problems were found. Here is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device will be forwarded to product investigation laboratory (pil) for further investigation. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h has been updated in the current report.

Event description:
The manufacturer was contacted in reference to a simplygo device. The customer alleged burning odor coming from the device. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, pca was found to be burnt. The unit did not start, operation software could not be read and sieves were worn out. No other device problems were found. The device was scrapped.